Manufacturer narrative:
An ht70 ventilator was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to components on the top membrane that were shorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator did not alarm as intended as well as the arrow buttons on the membrane were inoperable. There was no patient involvement at the time of the reported event. To resolve the issue, the top membrane was to be replaced. Repairs have not been completed at this time.